Event description:
The report received from our affiliate indicated that during a pta to the brachio-cephalic vein, the balloon burst and split circumferentially during hand dilation. The catheter proved difficult and time consuming to extract, and resulted in the vein thrombosing. The pt required anticoagulant therapy and another catheter was used to macerate the clot. The pt was admitted overnight. Add'l pt and procedural information has been requested, but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.